Manufacturer narrative:
This report was originally submitted on (B)(4) 2014. Due to a failure with the gateway, it was re-submitted (B)(4) 2014. Follow-up information was received from the reporter. The reporter stated that the patient post-operative condition was ¿fine¿. It was further reported that there was no untoward events related to the oil entering the patient¿s body cavity. The reporter stated that the ¿spillage in the patient was minimal¿. It was reported that patient¿s wound was ¿copiously irrigated¿ immediately after the event occurred. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not duplicated or confirmed. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 of the same event it was reported that during an interior cervical discectomy infusion (c-5&6, c-6&7) surgery the motor device and attachment device "leaked black oil." The reporter further clarified that the ¿black oil entered into the patient's back¿. As a result, there was a thirty minute delay to the surgical procedure. The area was irrigated with an unspecified antibiotic solution. A spare motor device and attachment device were available for use. As of the date of notification of this event, the patient was still hospitalized and the outcome was not yet known. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
(B)(6). The actual device has been returned and is currently pending evaluation. Once (B)(4) evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.